Manufacturer narrative:
The reported complaint of the pixilated lcd screen on the autopulse platform (sn (B)(6)) was confirmed through the visual-functional inspection. The root cause was identified as a malfunctioning processor board, likely due to defective components. During the initial functional testing, the autopulse platform powered up without any faults or errors. However, the lcd screen was observed to be pixilated, confirming the reported complaint. Despite being pixilated, the screen remained readable. The defective processor board needs to be replaced to address the reported issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during a shift check, they observed the lcd screen of the autopulse platform (sn (B)(6)) was pixilated. The customer mentioned that they are not able to read the lcd screen. The customer stated no apparent damage was observed to the platform. No patient involvement.